Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, oversensing due to non-physiologic signals/short interval counts (sic), and rv undersensing information. Analyst commented, 10658 ventricular sic since last session 207 days ago. Ten non-sustained tachycardia episodes with v-v intervals greater than 220 milliseconds from (B)(6) 2016. Rv undersensing observed on stored electrogram (egm) episode 7.

Event description:
It was reported that during use of the right ventricular (rv) lead undersensing was noted and lead settings were re-programmed. It was also reported that at a later time oversensing/high short interval counts (sic) was noted as a result of un-adjusted settings. Recommendation to re-program lead settings was made, and the rv remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that rv lead exhibited low r waves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported high short interval counts (sic) noted again, and one episode of non-sustained ventricular tachycardia (vt) episode.